Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4). No sample received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment. Per additional information received, the patient has experienced bladder calculi, non-obstructing left nephrolithiasis, recurrent urinary tract infections, recurrent gross hematuria, left renal calculi, bladder calculi adherent to foreign body, presumed mesh, cystolitholapaxy, pelvic exam under anesthesia, foley catheter placement, frequent urination, urine leakage, pain/discomfort in lower abdomen/genital region, straining to have bowel movement, feeling of incomplete bowel emptying, urgency with bowel movements, irritable bowel syndrome, incomplete bladder emptying, dysuria, mesh complication, left ureteral stone, erosion of mesh into bladder, left retrograde pyelogram, left ureteroscopy, laser lithotripsy, basket stone extraction, ureteral stent placement, vaginal dryness, voiding dysfunction, dyspareunia, mixed stress and urge incontinence, need to push on vagina to empty her bowels, suprapubic discomfort, vaginal pain, bilateral tenderness distal to the puborectalis, rectocele, stent removal, erosion of vaginal retropubic sling into bladder with stone formation, exam under anesthesia, ultrasound needle guidance for vaginal localization of the sling, removal of vaginal sling, mini laparotomy for removal of the abdominal component of the sling, adjacent tissue transfer, cystourethroscopy with insertion of ureteral catheters, and bilateral cystotomy repair. She required multiple surgical and nonsurgical interventions.